Manufacturer narrative:
The unit was received at the service center and the issue of no start up tones and no audio was confirmed. Inspection revealed damage to a component of the pcba. A formal corrective and preventative action investigation has been opened to address this issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer returned unit for service. Upon triage and inspection on (B)(6) 2018 service found that the unit had no startup tones and no audio.